Manufacturer narrative:
Model number/catalog number:sc-2317-50, serial number: (B)(4), batch/lot number: 5168089, model/catalog description:infinion cx lead kit, 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patients' leads were migrated. The patient underwent a lead replacement procedure and was doing well postoperatively.